Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead exhibited low amplitude. This rv lead was surgically abandoned. No additional adverse patient effects were reported. Additional information indicated that this lead was surgically abandoned due to sensing issue. Also, the lead exhibited high threshold during routine follow up. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead exhibited low amplitude. This rv lead was surgically abandoned. No additional adverse patient effects were reported.